Event description:
It was reported that during the procedure, the coil was unable to be detached. The physician retrieved the coil; however, the coil had prematurely detached in the microcatheter. The procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned with the main coil protruding from the microcatheter. The main coil was removed from the microcatheter by flushing and was examined under the microscope. Analysis of the returned device indicated that the main coil was broken/fractured, kinked/bent and was stretched. Functional testing could not be performed as the main coil was returned separated from the delivery wire. Information available indicated that the device was confirmed to be in good condition prior to use and that a detachment attempt was performed before removing the coil. The investigation concluded it is probable that the main coil was damaged during the clinical procedure causing the reported inability to detach the coil. It is probable that the attempts to detach the main coil may have weakened the detachment zone causing it to break/ fracture from the delivery wire during removal. Therefore an assignable cause of operational context was assigned to the reported and observed events.

Event description:
It was reported that during the procedure the coil was unable to be detached. The physician retrieved the coil; however, the coil had prematurely detached in the microcatheter. The procedure was completed successfully with no adverse consequences to the patient.